Manufacturer narrative:
(B)(4). Attempts to obtain patient information have been unsuccessful. Attempts to obtain the patient information were made via email and phone. All reasonably known patient information is included in this report. No tests/laboratory data was available. No information was available. The implant or explant dates are not applicable to this device.

Event description:
This case was reviewed and investigated according to the manufacturer's policy. The customer reported that after normalization, prior to crossing the lesion inside the body, the wires pd curve disappeared. Another wire was used and the procedure was completed. There was no patient injury or complication. Patient was discharged as expected in stable condition. On (B)(6) 2017 visual and microscopic inspection and functional testing were performed at which time it was observed that the sensor was broken and the distal end of the sensor, including all of the diaphragm, was missing. An electrical resistance test was performed to find any failures in the electrical circuit of the device. The test discovered open connections between all three conductive bands. The wire failed the signal test and was not recognized. The probable cause of the observed failure was open connections in the electrical circuit of the device, likely due to the broken sensor. Because the device was initially functional, it is likely that the sensor became damaged during the procedure and resulted in the observed signal loss. However, we were unable to conclusively determine when or how the damage to the sensor occurred. The additional kinks and bends that were observed along the wire post-decontamination likely occurred during processing of the device. The instructions for use (IFU) warns, do not flex the proximal (electrical connector) end of the pressure guide wire when not inserted in the connector. Excessive flexing can damage or break the internal components. Never advance, torque or retract a pressure guide wire which meets significant resistance. The pressure guide wire should not be advanced if resistance is encountered. The wire should never be forcibly pushed into a vessel. Any time that resistance is encountered, the wire should be withdrawn under fluoroscopic guidance. In some instances, the wire may kink and must be removed. This event is being submitted in an abundance of caution because the device received had a separation; components of the device were missing, and we were unable to determine when the damage occurred. The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. There were no nonconforming material reports or deviations noted that would contribute to the reported failure mode. This complaint will be monitored as part of complaint data analysis.